Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since lot numbers ckcb2g and ckfbbd were provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: on (B)(6) 2014 we received an email from (B)(6) that he had problems with the catheter 82-1676. He wrote that he had an catheter abridgment on the relived area of the catheter (where it gets thinner). Patient with va shunt. (B)(4). Implantation: (B)(6) 2010, holter atrialkatheter typ e lot: ckcb2g. Explantation: (B)(6) 2011, implantation: (B)(6) 2010, holter atrialkatheter typ e lot: k. A. Explantation: (B)(6) 2011, implantation: (B)(6) 2011, holter atrialkatheter typ e lot: ckfbbd. Explantation: (B)(6) 2012. (B)(6) 2014; additional information from the affiliate stated: on (B)(6) we have been informed from the hospital about the complaint (B)(4) in this complaint they reported about other cases in the past with the same problem. The hospital reported this also to (B)(4) as we did. On (B)(6) the we have got an email with further information about patient and lot (B)(4). Today I have spoke with (B)(4) and they told me that it is not necessary to create a new initial report thus all three complaints fall under (B)(4).